Manufacturer narrative:
This event occurred in (B)(6). A patient birth year of 2006 was provided. (B)(6).

Event description:
The customer reported that the free triiodothyronine (ft3) and free thyroxine (ft4) values for two samples each from two different patients and tested on an e601 analyzer did not fit the clinical status of these patients and the thyrotropin (tsh) results. One sample from each patient was tested for ft3, ft4, tsh, thyroglobulin (tg), and antibodies to tsh receptor (anti-tshr) on the e601 analyzer and then repeated on an advia centaur analyzer. Of the mentioned tests, one of the patient samples had tsh results that are reportable as a malfunction. The sample initially resulted as 39.00 miu/l for tsh when tested on the e601 analyzer. When the sample was repeated on the advia centaur analyzer, it resulted as 55.502 miu/ml. The patient was not adversely affected. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was provided for investigation and investigations have confirmed the tsh value measured at the customer site. It was determined that the sample contained an interfering factor to streptavidin present in the ft3 and ft4 reagents. The low value of tsh compared to the value generated from the siemens analyzer may be induced by the same interfering factor. All tsh values were, however, found to be clearly above the normal reference range.